Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had ¿the product came out from under the needle and went on the patient's face." Patient contact was made prior to injection. No injury to patient, staff, or injector. The packaged needle was used.